Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned, the phenomenon was not duplicated during device evaluation. The root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), during an unknown procedure, the high-definition lcd monitor had no display. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the customer indicated, the power indicator light was on at the front of the monitor and the switch could be powered on and off accordingly, the same live and working video connection to the other monitors and images could be seen but still no images displayed on this monitor. The customer will be sending device for repair. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.